Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) adjusted the label. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
It was reported that out of box, the cardiosave intra-aortic balloon pump (iabp)battery label was not properly installed, it was crooked and not stuck down. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.